Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, and assisted in filling and loading a new cartridge. The customer was able to successfully complete the load process and resume insulin delivery.